Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a hypodermic needle. The customer reports the needle cleanly detached from the hub, and was left in the pt. The physician was able to pull the needle out with no further medical intervention needed. The customer also stated they could see the glue on the needle.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.